Event description:
Related manufacturer reference number: 3005334138-2018-00193, 3008452825-2018-00229. During an atrial fibrillation ablation procedure a pericardial effusion occurred. When ablating the left pulmonary veins the patient's heart appeared to not move correctly on fluoroscopy. An echocardiogram was performed revealing the pericardial effusion. No intervention was required and the patient remained in stable condition. There were no performance issues with any abbott devices.

Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The analysis of the log files indicated the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.